Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced an event of kinked cannula on (B)(6) 2024 which led to high blood glucose (22.2 mmol/l). Patient also reported symptoms of blurry vision and dry mouth. The issue was observed within three or more hours of insertion. The site of insertion was abdomen. Patient used correction bolus via pump in order to address high blood glucose. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.